Event description:
Per the clinic, the device was explanted for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, insufficient clinical information was provided by the clinic which made it impossible to establish the root cause of the issue. Hence, no specific device analysis is deemed necessary at this time. Should more information be made available at a later date, the decision could be reassessed. This report is submitted on may 24, 2024.